Event description:
After using the fasciablaster one time, my menstrual cycle was affected. After using it two more times, these symptoms worsened and an old, previously under-control epstein barr infection was also reactivated. Due to my menstrual changes and hormonal symptoms, I had my hormone levels tested after using the fasciablaster for a month. These hormones had been tested just before starting to use the fasciablaster. But only 2.5 months later, my hormone levels dramatically changed. My fsh and lh had doubled and my progesterone plummeted by 70 percent. The doctor said these kind of changes within such a short period of time were highly unusual and likely due to the fasciablaster. I agreed, as I'd now discovered that many other women using the same product had experienced hormonal changes as well.